Event description:
During a laparoscopic cholecystectomy the dr insufflated with the pn120, received 14pds. Of pressure then inserted the trocar. The surgeon heard the usual 'pops' and continued to place the other trocars. When the surgeon placed the lateral ports, she noticed severe bleeding. The pt's blood pressure dropped and they immediately converted to open. Once in the abdominal cavity the surgeon saw blade marks on the messentery and in the right illiac artery and vein. They brought in another vascular surgeon to complete the case. The pt received transfusions.